Manufacturer narrative:
(B)(4). The customer (biomedical engineer) evaluated the device and was unable to duplicate or verify the reported loss of power. The customer indicated that after a review of the electronic patient record, they believe that the user accidently pressed the power button instead of the shock button but this could not be confirmed. Proper device operation was observed through functional and performance testing and the device has been returned to the user for use. There was not enough information to conclude the cause of the reported issue. The device was not returned to physio-control for evaluation. Physio-control performed a clinical evaluation of the reported event and concluded that based on the unknown downtime of the patient prior to the attempt to deliver defibrillation therapy, that the device use likely did not contribute to the death of the patient.

Event description:
The customer reported that their device lost power when attempting to deliver a defibrillation shock to a patient. The patient's wife found him unconscious, immediately called 911 and then started CPR. When the responding emt's arrived on scene, they started performing CPR and transported the patient to the hospital. Once the patient arrived at the hospital into the ER, the customer connected their device to the patient via quik-combo defibrillation electrodes and proceeded to charge defibrillation energy for a shock. Upon the attempt to deliver the defibrillation shock, the device reportedly lost power. The customer indicated that they were able to restore power almost immediately but already placed a backup device into use. The customer advised that the patient was no longer in a rhythm which required defibrillation and the backup device was not used to shock the patient. The patient did not survive the event.